Event description:
It was reported that part of the stent was no longer on the balloon. Vascular access was obtained via the groin access. The stenosed target lesion was located in the obuse marginal. A 3.00x16mm synergy xd was selected for use. During the procedure, the physician used a 6fr guidezilla and ballooned the lesion prior to stenting with a 2.0x15 emerge. The device would not advance through the collar of the guidezilla. When the physician pulled back the device, it was noted that part of the stent was no longer on the balloon. The device was removed together with the guidezilla, wire and sds. The device never entered the coronary artery. The procedure was completed with a plain old balloon angioplasty (poba). No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The stent was not returned. The crimped stent od (outer diameter) measured during manufacture was within max crimped stent profile measurement. The balloon was reviewed via scope, and no issues were noted. The balloon returned in a relaxed state, with clear dried media visible inside the balloon. A visual and tactile examination of the hypotube found multiple hypotube kinks at several locations along the hypotube shaft. Examination of the tip via scope found distal tip damage. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that part of the stent was no longer on the balloon. Vascular access was obtained via the groin access. The stenosed target lesion was located in the obuse marginal. A 3.00x16mm synergy xd was selected for use. During the procedure, the physician used a 6fr guidezilla and ballooned the lesion prior to stenting with a 2.0x15 emerge. The device would not advance through the collar of the guidezilla. When the physician pulled back the device, it was noted that part of the stent was no longer on the balloon. The device was removed together with the guidezilla, wire and sds(stent delivery system). The device never entered the coronary artery. The procedure was completed with a plain old balloon angioplasty (poba). No patient complications were reported.